Manufacturer narrative:
Investigation summary: on march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy- "dr. (B)(6) when he tried to put the clips on the vessels the clips didn't close properly. Some clips appear open and other ones were crossed. He used more clips with the same clip applier and he can finished the surgery. When I was with him this morning in the order to collect the information he commented me that it happened in other cholecystectomy but he didn't keep the device." Patient status: "ok."